Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, it was noted that an episode of ventricular noise reversion interfered with biv pacing for a few seconds. Noise was not reproducible with isometrics and pocket manipulation. Programming changes were made. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.